Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 380 mg/dl while using the ilet with a cartridge-driven infusion set, without device alerts, following a normal meal announcement and a same-day supply change; tubing was primed, the cartridge showed drops on reinsertion, and the site was replaced due to suspected poor absorption. Symptoms included elevated blood glucose. Outcomes included home management without medical intervention. Investigation included guided troubleshooting, visual inspection for cartridge leakage, confirmation of drop formation, tubing priming verification, site change, and sensor calibration with a confirmatory blood glucose of 307 mg/dl. Investigation of this case revealed no device alarm or cartridge leakage and suggested a probable infusion site issue with suboptimal insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with a likely contribution from infusion site performance rather than device malfunction.